Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug deployment button of a 6f exoseal vascular closure device (vcd) could not be depressed during use. As a result, hemostasis was achieved through manual compression. No patient injury was reported. The device was used by an experienced operator following a retrograde puncture of the left femoral artery during a lower limb surgical procedure. At an insertion angle of approximately 50°, and after cessation of pulsatile bleeding, the device was retracted by 1 cm, at which point the indicator window changed color. However, the plug deployment button remained unresponsive. The device was returned for evaluation.

Manufacturer narrative:
As reported, the plug deployment button of a 6f exoseal vascular closure device (vcd) could not be depressed during use. As a result, hemostasis was achieved through manual compression. No patient injury was reported. The device was used by an experienced operator following a retrograde puncture of the left femoral artery during a lower limb surgical procedure. At an insertion angle of approximately 50°, and after cessation of pulsatile bleeding, the device was retracted by 1 cm, at which point the indicator window changed color. However, the plug deployment button remained unresponsive. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. One non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white and red position. During this visual analysis no additional anomalies were observed to be reported. The functional deployment simulation evaluation could not be performed, as the received device was fully deployed. A high magnification evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. An additional verification of the internal handle components position was performed to evaluate the condition of the internal mechanism. It was observed that the internal components were covered in blood residues; however, the attempt to remove them using hydrogen peroxide was not necessary, as the device was received fully deployed. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the returned device since the device was received fully deployed the lever fully depressed. The cause of the reported issue could not be determined, especially since the condition of the device received did not match the event reported, as the lever was received fully depressed. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.